Manufacturer narrative:
An event of valve capsule torn of the delivery system was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Information from field indicated that during procedure at the insertion site, the valve capsule tore easily. The valve and delivery system did not make contact with the patient and were replaced with a new flexnav delivery system. It is possible that procedural circumstances (incorrect retainer tabs mounted/ retainer tabs caught onto the sheath/tension on the device) contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a navitor procedure was performed with a large flexnav delivery system. When coming into contact with the patient anatomy at the insertion site, the valve capsule tore easily. A replacement flexnav was then used to complete the procedure without issue. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of material torn was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. Tip of the valve capsule was noted to be deformed. No other anomalies were found on the returned delivery system. Based on available information, it is possible that procedural circumstances (incorrect retainer tabs mounted/ retainer tabs caught onto the sheath/tension on the device) contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes added: h6 type of investigation: 10 h6 investigation findings: 3243 h investigation findings: 61.